Event description:
It was reported that the patch of arctic gel pads was non-adhesive and could not be attached to the patient¿s body. The patient was not injured and was safe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patch of arctic gel pads was non-adhesive and could not be attached to the patient¿s body. The patient was not injured and was safe. Per follow up information received via email on 11dec2023, the device was sent for a bd-approved facility for evaluation. The issue was resolved by replaced another one to complete. The device was a disposable product and could not be repaired.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is operator loading error during manufacturing. Visual: visual evaluation of the returned sample noted one opened arctic gel kit medium present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel on the left chest pad had peeled off and adhered to liner. Gel did not uniformly coat the pad and peeled off easily when rubbed. On the other pads, hydrogel was intact with pad and not separated. The product does not meet specifications per inspection procedure which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The potential root cause is operator loading error. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patch of arctic gel pads was non-adhesive and could not be attached to the patient¿s body. The patient was not injured and was safe. Per follow up information received via email on 11dec2023, the device was sent for a bd-approved facility for evaluation. The issue was resolved by replaced another one to complete. The device was a disposable product and could not be repaired.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is operator loading error during manufacturing. Visual evaluation of the returned sample noted one opened arctic gel kit medium present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, tubing for all the pads noted no kinks present and hydrogel on the left chest pad had peeled off and adhered to liner. Gel did not uniformly coat the pad and peeled off easily when rubbed. On the other pads, hydrogel was intact with pad and not separated. The product does not meet specifications per inspection procedure which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The potential root cause is operator loading error. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.